Event description:
Reporter alleged obtaining a result of 95 mg/dl on the advantage system compared back to back with a result of 48 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the aviva system used. (B)(6).